Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for use; however, before introduction of the device, it was noted that the catheter broke in two pieces. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 45.3cm from the hub. Microscopic examination revealed a kink to the inflation lumen and guidewire lumen 40mm from the tip. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for use; however, before introduction of the device, it was noted that the catheter broke in two pieces. No patient complications were reported.